Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced heart rates in the 30 beats per minute (bpm) range, despite vvi 60 programming. Rv output was programmed to 2v@ 0.4 ms, and a recent threshold measurement of 1.3 v@ 0.4 ms was noted. The field representative increased rv output to 2.6 v@ 0.4 ms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that rv non-capture was not seen at the time of interrogation but was observed via holter monitoring. Rv non-capture was attributed to a lack of safety margin, and output was increased to address the patient's low heart rate. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).